Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in lesion and became separated. The patient presented early morning with chest discomfort. A coronary angiogram (cag) revealed the left internal thoracic artery (lita) to the left anterior descending (lad) was open. The proximal left circumflex (lcx) was 75% stenosed and progressed to 99%. The physician advanced a guidewire into the lcx. However, was unable to cross the lesion with a microcatheter or a balloon catheter. The physician advanced a 1.25mm rotalink¿ plus to the lesion and started ablation. The device stalled, became stuck in the lesion and the burr separated. The device was successfully retrieved. No further patient complications were reported.

Manufacturer narrative:
Corrected upn from h749236310020 to unk553. (B)(4).

Event description:
It was reported that the burr became stuck in lesion and became separated. The patient presented early morning with chest discomfort. A coronary angiogram (cag) revealed the left internal thoracic artery (lita) to the left anterior descending (lad) was open. The proximal left circumflex (lcx) was 75% stenosed and progressed to 99%. The physician advanced a guidewire into the lcx. However, was unable to cross the lesion with a microcatheter or a balloon catheter. The physician advanced a 1.25mm rotalink¿ plus to the lesion and started ablation. The device stalled, became stuck in the lesion and the burr separated. The device was successfully retrieved. No further patient complications were reported.